Event description:
The physician attempted to deploy the capsule as per protocol. He removed the deployment device and the capsule was still attached to the device and not in the pt. The pt had coughed at some point during the process.